Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. Most of the information received was illegible; however, the legible information was reported as follows. The patient's health assessment questionnaire document on (B)(6) 2003 indicated that they could walk up one flight of stairs and then they needed to stop due to joint and muscle pain. This was noted to be pre-existing to the implant, and the patient was scheduled for a placement of the spinal cord stimulator on (B)(6) 2003. The intra-operative section indicated that there was an insertion of the spinal cord stimulator, also noted as a revision. However, the applicable devices noted in the intra-operative section indicated that a spinal cord stimulator was removed, and that a lead with two extensions were implanted. There was no indication that another implantable neurostimulator was implanted. There was a surgical record also listed as (B)(6) 2003. The pre-operative section indicated that the patient had presented with upper and lower extremity weakness post spinal cord stimulator placement. A pre-operative diagnosis noted a spinal cord injury. The procedure indicated the removal of the spinal cord stimulation and extension of cervical laminectomy; however, in the device section, there was no noted explanted device. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I. The patient went in to have a new implant placed but the manufacture representative (rep) did not have the appropriate ins/lead to go into the patient¿s neck. The male/female plug was incorrect. The rep did have a completely different set so the healthcare professional (hcp) used that one instead. The ins/lead was not properly sized for their body and the hcp could not fit it into the patient¿s neck so the implant was removed and never placed. During the attempt to implant the spinal cord was cut resulting in the patient having syrinx (fluid collecting in the spinal cord causing an enlargement) in their neck and paralysis. The patient was initially diagnosed as a quadriplegic but the patient refused to accept this and noted being diagnosed with triplegia. The rep was present during the implant and knew the ins was not the proper size for the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
Additional review indicated that additional fdd's were needed to appropriately cover allegations made against the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3998, lot# lb6028, implanted: (B)(6) 2003, product type lead. If information is provided in the future, a supplemental report will be issued.